Manufacturer narrative:
The patient mentioned receiving a false hypoglycemia alert from the eversense e3 cgm system. The patient refused to provide further information regarding the event and mentioned they would contact customer care if further assistance is required. The customer additionally mentioned they are aware of the early wear settlement during the first few days after sensor insertion. Due to lack of information, no further investigation could be conducted.

Event description:
Senseonics was made aware of an event where the patient complained of false hypoglycemia alert. The patient did not provide any specific examples or further details. The patient mentioned they were doing fine and would contact customer care if any case assistance is required.